Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following an auto accident, the lead exhibited rising, high impedances, and high thresholds. The lead appeared to have dislodged, and an apparent fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.